Event description:
Same case as MDR ID#: 2134265-2011-00173 & 2134265-2011-00175. It was reported that during a rotational atherectomy treatment procedure, patient complications and a death occurred. The patient presented extremely ill, weak and with a poor prognosis. Vascular access was gained via the right femoral artery. The 85-90% stenosed de novo and concentric lesion was located in the severely calcified and mildly tortuous left circumflex artery (lcx). The lesion was approximately 15-20mm in length. Initially, the physician used the 1.5mm rotalink burr and completed 3 ablation runs at approximately 160k rpms. The physician then upsized to the 1.75mm rotalink burr, however on the first ablation run the patient experienced no flow and coded. CPR was performed, and a non-bsc left ventricular assist device was inserted. Nicardipine was given. A guide wire was advanced and a balloon was used to reestablish flow. The patient then stabilized. The procedure continued for approximately 1 hour and 45 minutes with angioplasty and stent deployment. Post procedure the patient's condition went "downhill" and the patient expired.

Manufacturer narrative:
Weight (unit): less than (B)(6). Device evaluation by manufacturer: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).